Manufacturer narrative:
(B)(4). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that a jelco® optiva® i.v. Catheter dissembled easily: when taking out the protection, the stylet separated from the catheter. The stylet rotated easily, changing the position of the bevel, and the catheter material showed resistance when progressing and had no system (relief) to facilitate progression. It took several attempts to puncture the patient. No injury was reported.

Manufacturer narrative:
An unused catheter unit was returned for evaluation. Visual inspection of the device found it to be in good physical condition; no anomaly with the bevel was noted. The reported customer complaint as unable to be confirmed, and while no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.